Event description:
Co received the report that stated: "8mm-acomm aneurysm; deployed 6 x 20 coil initially, worked fine. Advanced a 4x10 felt binding tip of ft-18mx after 2 loops were out in aneurysm, attempted to pull back coil stretched then separated. Able to pull out catheter and stretched coil came out with it".